Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system while changing the infusion set and reservoir. Customer stated that the force sensor does not detect the reservoir. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.